Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The feeding pump was sent into service with no allegation of malfunction. Upon triage on (B)(6) 2018, service reported the pump had no audible alarm when turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service reported the pump had no audible alarm when turned on.¿ the unit was triaged and the customer¿s reported condition was confirmed. U14 was found displaced to the lower side of the pcba, this has damaged the pins. Pins 2, 3, and 6 no longer have a connection to their respective copper traces. This damage has been identified as the root cause of the audio failure. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.